Event description:
It was reported that (1) device was used during a lung resection. It was reported by the affiliate that the atw35 instrument staples did not function, or at least not all of them. Another atw35 instrument was used to complete the case. There was no consequence to the pt.